Event description:
Pt was to infuse 1440mg 5fu over 22 hours for 2 consecutive days. The 5fu was added to a homepump eclipse to infuse at 5ml/hour. Day 1 infused over 15 hours, day 2 infused over 19 hours. Dates of use: 2008. Diagnosis or reason for use: ICD = 154.1.